Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform troubleshooting steps, but the touch screen remained unresponsive. Technical support arranged for a replacement pump to be sent and instructed the customer to use manual injections as a backup therapy to ensure insulin delivery.